Manufacturer narrative:
The investigation into low pump flow has been completed. The impella device was not returned for evaluation. The root cause of the low flow was most likely a patient condition as suction alarms were resolved under volume management. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20536. G1 reporting contact email. H6 code 4644 was reported incorrectly. New code was added to health effect - impact code.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp support ongoing for a patient admitted in with acute myocardial infarction and cardiogenic shock. It was reported that suction/low flows during the support. Volume was given and a day later suction alarms were noted to be resolved. The procedural outcome was the patient survived surgery.